Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness,dry throat. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged nasal/throat irritation or soreness,dry throat. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. Dust-like contamination on the top enclosure, the ui panel, the accessory module slot, the air inlet, the rear panel, the blower motor, and the blower motor outlet seal. Extreme unknown contamination on the air filter. Unknown yellow residue on the bottom enclosure. Unknown black residue on the iso, and the ui panel. Unknown brown residue on the rear panel and the dc jack. Spots of unknown white residue on the pca. Black and red particle contamination on bottom enclosure and in the blower box. Unknown brown residue and red rust-like contamination on the dc jack. Black hair-like fibers on the bottom enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and they confirm the presence of contamination in the airpath. In this report, section h6 has been updated.